Manufacturer narrative:
Based on the results of the investigation, a definitive root cause of the suggested event could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited watertightness failure of the connector, and imaging failure. There was no patient involvement.